Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that the patient experienced a bladder perforation, which was identified during a computer tomography (CT) scan. Fluid buildup in the abdomen was observed and later determined to be due to bladder perforation. The treating surgeon could not determine if the injury occurred during aquablation therapy as it was not observed during hemostasis or whether it occurred in recovery as it was noted that a blood clot formed obstructing fluid irrigation. The patient remained in the hospital overnight without additional surgical intervention and was discharged the next day with a catheter. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-d/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), sj-ifu0101-00, rev. B, was reviewed. 4.3 warnings: procedure active fluid evacuation/aspiration from the bladder is operational during the aquablation procedure. Be attentive for any occluding tissue in the aspiration tubing during the procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder or prostate capsule perforation. 8.20 sterile: caution: throughout the entire procedure, at the treating physician¿s discretion, bladder over-distention should be monitored at all times. If over-distention occurs, aspirate using the foot pedal. A root cause of the reported event could not be determined. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of aquablation therapy. It was reported there was fluid buildup in the abdomen due to a perforation of the bladder. The treating surgeon could not determine if the injury occurred due to aquablation therapy as it was not observed during hemostasis or in recovery as it is noted that a blood clot formed causing an obstruction during fluid irrigation. The patient was stayed in the hospital overnight without the need for additional surgical intervention and discharged the next day with a catheter. Based on the review of the information provided, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.